Event description:
It was initially reported by the company representative that he went to the physician's office to troubleshoot on the programming system as the physician was having difficulty in interrogating vns patients. During troubleshooting, company representative noticed that the handheld was freezing during interrogation and a hard reset needed to be performed in order to resolve the issue. The freezing would happen quite often therefore a new handheld was shipped to the site and the old handheld was returned to manufacturer for analysis. Analysis is currently pending on the returned handheld.